Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer reporting a check vent: backup alarm failed message on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and performed a periodic maintenance evaluation and found no malfunction. However, the pse confirmed error code 1104 in the diagnostic logs. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) as the correction. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Visual inspection of the pcba revealed no anomalies. The pil technician verified the backup alarm diagnostic code (e1104) occurred once in the device event log. Neither the occurrence nor the associated error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. The cpu pcba passed all engineering testing and all voltages required for the proper operation of the cpu pcba are well within specifications. Loudspeaker 1 (ls1) resistance has been measured as a solid 395k ohms, verifying that ls1 is not shorted or open and functions with 10vdc applied to ls1. With the unit in a no power/ hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. In summary, there was no problem found on the returned cpu pcba.